Manufacturer narrative:
This report is being supplemented to provide additional information based on customer feedback from the field. Please see updates to b5 of the initial medwatch. If additional information becomes available, this report will be supplemented accordingly. Olympus will continue to monitor field performance for this device.

Event description:
The customer later confirmed the device was not inspected prior to usage and the issue lasted only for the first (1st) case and did not reoccur. The end-user rebooted the device and continued the procedure with the same device with no impact to the patient.

Event description:
The customer reported to olympus the evis exera ii xenon light source the illumination is supposed to be green, and it turns black. The reported problem was found during an unspecified diagnostic procedure. There was no harm or user injury reported due to the event. Upon inspection and testing of the customer returned device, it was observed that the iris printed circuit board (pcb) is stuck intermittently, and the igniter and iris cable need to be upgraded. This report is being submitted to capture the iris (pcb) is stuck intermittently and the igniter and iris cable found during device evaluation. Attempts to retrieve additional information from the customer are in progress.

Manufacturer narrative:
The suspect device has been returned to olympus for evaluation and the investigation is in process. The olympus service center was unable to confirm the reported event. The device was found with front panel mouth is damaged, top cover rusted, front panel chassis rusted, bottom chassis rusted, and lamp door rusted. A worn socket slider switch cause intermittent use of high intensity mode. Corrosion on scope socket. Iris pcb is stuck intermittently. Additionally, the igniter and iris cable need to be upgraded and a non-olympus lamp life meter is reading at 100+hours, light output measured w/in range. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available this report will be supplemented accordingly.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. The device history record was unable to be reviewed for this device since it has been over 16 years since the device was manufactured. However, olympus only releases products to market that meet all manufacturing specifications and final product release criteria. Based on the results of the legal manufacturer's investigation, it is presumed that the event occurred due to a defective igniter and iris cable. It was recommended that the igniter and iris cable be updated. Olympus will continue to monitor field performance for this device.